Event description:
Medtronic received a report that the pipeline flex stent failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured c4, anterior small-arc latera aneurysm with a max diameter of 4.5 mm and a 3.5 mm neck diameter. The landing zone was 4.7 mm distally and 5.2 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered at a 60-100 platelet reactivity units (pru) level. The angiographic result post procedure showed that the pipeline flex stent was fully apposed to the vessel wall. It was reported that during deployment of the pipeline stent, the distal end opened well and achieved good anchoring. However, when the mid-segment passed through the anterior curve, it could not fully open or achieve wall apposition. No twisting was observed; from other viewing angles, the device appeared flattened. Multiple attempts were made, including resheathing and redeploying, global expansion and relaxation, as well as gentle manipulation, but there was no improvement and the device still could not fully open. The pipeline was therefore replaced with a new one, which was successfully deployed on the first attempt. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. Ancillary devices include a taijieweiye 6f long sheath (lot no.: 48260201), a phenom 27 microcatheter(lot no.: 231605089), a stryker synchro guidewire (lot no. 0001165387), and a recantol 5f intermediate catheter (lot no.: wtsp7625121602). No guide catheter or coil was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.